Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. One female and four male patients ages were reported ranged from 38 to 71 years. The weight of all the reported patients were not provided.

Manufacturer narrative:
H10: the lot number was provided for 5 malfunctions, therefore, lot history reviews were performed. The devices were not returned for evaluation. Medical records were provided for the five malfunctions and images were provided for four malfunctions. For 3 of the 5 malfunctions, the investigation is confirmed for the perforation and filter tilt. For remaining two malfunctions, the investigation is confirmed for the perforation and unconfirmed for filter tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3, d4 (corporate lot no: gfvi0119, gfwk2269). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 5 devices, 3 lot numbers were provided, and lot history reviews were performed. 2 lot number were not provided. Of the 5 reported malfunctions, 5 devices medical records were not provided. Therefore, perforation of the ivc and filter tilt were inconclusive for 5 devices. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f. Vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. The age, weight, and sex were not provided for any of the involved patients.

Manufacturer narrative:
H10: the lot number was provided for 4 out of 5 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation. Medical records were provided for the three malfunctions, with two medical records including images. For 3 of the 5 malfunctions, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The remaining two malfunctions investigation are inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. Three male patients ages ranged between 48 - 71 years without weight provided. The age, weight and sex of the other two patients were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. One female and three male patients ages were reported ranged from 48 to 71 years. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number was provided for 5 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation. Medical records were provided for the four malfunctions and images were provided for three malfunctions. For 3 of the 5 malfunctions, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. For one malfunction, the investigation is confirmed for the alleged perforation of the inferior vena cava(ivc) and unconfirmed for filter tilt. For one malfunction investigation is inconclusive for perforation of the ivc and filter tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (corporate lot no: gfvi0119, gfwk2269). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices, images, and medical records for the five malfunctions were not returned for evaluation. The investigations of the reported events are currently underway. The device is labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patients without consequence. The age, weight, and sex were not provided for any of the involved patients.